Event description:
It was reported that there was a bluetooth (ble) issue with the implantable cardiac monitor (icm). Further information was requested but not received.

Event description:
Additional information received indicated the ble issue occurred at implant and was resolved via programming changes. There were no reported patient consequences.

Manufacturer narrative:
The reported event of ble drop was not confirmed. Based on the information provided, there was no telemetry break observed during connection.